Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the right cylinder was noted. Both cylinders and pump were removed and replaced, while the existing reservoir was kept in the patient and a new one was added to the system. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. Fluid loss due to a hole located in the corner of a fold in the middle of each cylinder was identified. In addition, both cylinders exhibited wear at the fold in their middle and proximal ends. The pump was microscopically inspected, leak and functionally tested. The component passed both leakage and functional tests. During microscopic evaluation, it was noted that its kink resistant tubing (krt) was worn down to the filament. Based on the information available and analysis results, the hole and the fluid loss identified in each cylinder could have caused or contributed to the reported clinical observations.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the right cylinder was noted. Both cylinders and pump were removed and replaced, while the existing reservoir was kept in the patient and a new one was added to the system. No patient complications were reported.